Event description:
(B)(4). Severe lower abdominal pain that would come on sudden and cause me to freeze until the pain subsided. Cramping, inconsistent periods. Extremely large clots when I did have a period. Fatigue, low libido. One of the coils dislodged and is mia.